Event description:
The tip ((B)(4)) was placed into the handpiece of the cusa excel in the sterile field. The "screw thread" felt apart, crumbled. The description is as follows; a new tip, was being used for the first time for liver surgery. The tip broke when the nurse was assembling the tip in the handpiece by hand, therefore the tip never came in contact with the patient. There was not another tip available for use so the surgeon had to staple the liver instead of doing ablation with the cusa. The patient lost 2.3 liters of blood and it caused the surgery to be extended for 90 minutes. The patient recovered from the injury. There was no information provided about the patients' age, gender or underlying medical condition.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.